Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s trial didn¿t give them any less flow, they still had the leakage, and it was probably no different. It was stated the patient got symptoms of urinary tract infection (uti) and that was the reason they got their device put in and they had leakage for many years. Reportedly, during the trial the patient got the symptoms of uti, which when they went to the doctor they did a culture and they say ¿sometimes it is that and sometimes it¿s not.¿ the patient stated it acted the same way with burning urgency and it hurt real badly. It was stated while the patient was on the trial they didn¿t culture to confirm the uti in (B)(6) 2012, but they did treat the patient with an antibiotic. It was noted (B)(6) 2013 the patient had a urinary tract infection (uti) each month and ¿one time they did a culture, they said it was and the other time they said it wasn¿t¿ and gave antibiotic to treat it. It was clarified only one culture was done but they treated the patient with antibiotics each month they had the symptoms.